Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a few weeks back, the customer inserted a sensor and could not connect. The customer removed the sensor and found the cannula was missing. The customer did not see anything inside the site. It was also reported that the customer had calibration error and change sensor alerts with the current sensor. The sensor was removed and no damage was found. Blood glucose value was 6.1 mmol/l. The sensors will not be returned for analysis.